Event description:
Patient was implanted with 3.5mm lcp plate and six cortex screws on (B)(6) 2012 following an injury on (B)(6) 2012. Patient was returned to the or on (B)(6) 2012 for removal of hardware due to non union. It was reported that one 3.5mm cortex screw broke distally post operative. Two 3.5mm cortex screws pulled out distally from the bone. Surgeon removed all hardware and revised patient to a 10 hole plate, four 3.5mm locking screws and three 3.5mm cortex screws placed more distally. Procedure was completed without complications. This is 6 of 7 reports for the same event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.